Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the meshgraft ii on (B)(6) 2017 revealed that the device was out of specification but it still produced a passing test cut. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller and cutter. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the mesher was producing inconsistent mesh patterns during surgery. It was not ideal.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the mesher was producing inconsistent mesh patterns. It was not ideal. On (B)(6), 2017 it was clarified that the harvested graft was useable, but was not preferred. An additional graft was not taken. The blades were properly placed and the dermacarrier were at room temperature when used. The device has not been repairs by someone other than zimmer biomet. The surgery was delayed ¿maybe a few minutes¿ and the surgical technique was used for the device. No harm, injury or adverse events were associated with the operator. The customer did return a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on january 17, 2017 revealed that the calibration was out of specification (0.025-0.024), but the device was producing a passing cut. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the cutter and roller. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event ¿the mesher was producing inconsistent mesh patterns¿ was not confirmed since during initial inspection the device was producing passing pretest mesh. The reported event was not confirmed since during initial inspection the device was producing passing pretest mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
No adverse events have been reported as a result of the malfunction.